Manufacturer narrative:
The driver's alarm history was reviewed and did not reveal any new alarms. Intermittent and/or recoverable alarms are not recorded. The driver passed all sections of functional testing without any alarms or abnormalities. The customer-reported alarm was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the issue was observed when the freedom driver was not supporting the patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm immediately upon start up.